Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in its memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the removed component and verified the reported issue. It was observed that the capacitor, c160, had a leaky cap which resulted in the device to log an event code that caused the AED function of the device to be inoperable.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in its memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's service led was illuminated and logged an event code; however, it was observed that the device was able to deliver defibrillation energy. After replacing the therapy pcb assembly as a precautionary measure and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in its memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient use associated with the reported event.